Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed and the UDI number & g4. PMA/ 510(k) is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Investigation summary: background: was informed today of a humeral plate guide not working properly. The screw does not seat in the plate properly. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves three (3) devices. The device was not returned for investigation. The investigation was performed on images provided on the pc attachment section ¿guide.jpg and screw.jpg ¿. Upon analysis of the image, it is found that the attachment screw is not flush with the insertion guide and there appears to be a gap between the head of the screw and surface of the guide. However, since the product was not returned, no functional test could be performed to confirm this. The root cause of this issue cannot be determined from the information provided. A manufacturing record evaluation was not performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device lot number is unknown and DHR could not be completed. If the lot number can be confirmed in future, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a humeral plate guide was not working, the screw does not seat in the plate properly. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for one (1) unk - screws: trauma. This report is 3 of 3 for (B)(4).